Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. Technical services (ts) noted the shock impedance measurements have risen since implant but that there are not any lead integrity concerns as of now. Ts recommended programming the upper limit for impedance alerts. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. Technical services (ts) noted the shock impedance measurements have risen since implant but that there are not any lead integrity concerns as of now. Ts recommended programming the upper limit for impedance alerts. The lead remains in service. No adverse patient effects were reported. Additional information was received that additional high out of range shock impedance measurements were observed. Defibrillation threshold (dft) testing was performed in which a within normal range measurement was observed; 91 ohms. Ts discussed options including raising the upper limit value or a possible lead revision. The physician would determine if the patient would undergo a lead revision. The lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.